Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and mode switch were observed on the right atrial lead. No intervention was performed at this time. The patient was stable.